Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components." Under possible adverse effects, number 4 states, ¿loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity.¿

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2010. Legal counsel further reports patient underwent a revision procedure on (B)(6) 2013 due to allegations of aseptic loosening of the cup and pain. The modular head and acetabular cup were removed and replaced. Operative reported noted deformation of the acetabulum due to malpositioned cup for an extended period of time. Failure of bony ingrowth was noted as a possible cause for loosening. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.